Manufacturer narrative:
The hill-rom technician found the right intermediate siderail latch assembly sticky and very dirty. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any preventative maintenance on this bed. The technician cleaned latch assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right intermediate siderail would not latch properly. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).